Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that this issue was unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the loss of efficacy was not determined and it was unknown when the explant was scheduled for. It was noted that the patient was exited from the study on (B)(6) 2019 prior to an explant being documented. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the therapy was suspended on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that there was a loss of efficacy and back pain, although their foot pain was helped. The patient presented to the office on (B)(6) 2018 and said the pain was not relieved by the stimulator in their back and radicular symptoms. An MRI of the lumbar spine was done to check for additional disease on (B)(6) 2018. On (B)(6) 2018, it was stated that the patient was still having a lack of pain relief and they stopped using their stimulator two months prior to the report. A CT was done on (B)(6) 2019 and revealed loose hardware screws. The patient wanted a back surgery to remove the hardware and was requesting an explant of the stimulator. The explant was noted to be planned. The outcome was noted to be unresolved at the time of study closure. No device issues or further complications were reported or anticipated.